Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
2 (two) connectors out of 9 of the tigerpaw system ii device were not engaged. Sutures were used to complete procedure. No known blood lost or injury referred to this event.